Event description:
During a carotid artery stenting, the precise stent "jumped" forward and was deployed outside the intended target lesion. The target lesion was carotid artery. There was heavy calcification and vessel tortuosity but the rate of stenosis is not known. An angioguard was successfully deployed beyond the target site and the target lesion was pre-dilated with a balloon catheter. A precise (p08030xc) was prepped according to IFU without difficulty. The precise stent was advanced across the target lesion without difficulty. During deployment, the precise stent "jumped forward in the vessel and deployed distal to the intended target lesion. It is not known if the catheter was flat or straight outside the pt. The user did maintain fixed inner shaft position during deployment. Another precise (p08030xc) was delivered and the target lesion was successfully covered. The procedure was completed successfully without any further complications.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets from the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Without the return of the actual complaint product, the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a mfg issue or any defect of the device.